Manufacturer narrative:
The reliability analysis inspected two opened and or used enlite sensors and performed the sensor initialization test using a new lab transmitter with a paradigm pump. The sensors were connected to the transmitter and placed it in 100 bts solution. One of the two sensors confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensors. The one remaining sensor was found to have broken cannula. The broken part was still attached to sensor tubing.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they have received lost sensor errors. The customer states they removed the sensor and noticed it was bent. The customer states they inserted a new sensor, but accidentally pulled the sensor out. The sensors are being replaced and returned.